Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - would not recognize 30cc balloon connector. No strips. On patient and switched. Findings/action taken: could not duplicate. Technician was unsure if he had the 30cc connector in question. "We" tried it in the pump and it worked properly; the pump did not recognize it. The technician said "the original may have been discarded." The field service representative tried his 30, 40, and 50cc connectors and all functioned properly. Checked connections inside pump, okay. Ran the pump for one hour changing out connector's periodically. Pump okay.